Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited premature elective replacement indicator (eri) and the right ventricular (rv) lead exhibited high output. The ipg was later noted to be removed and replaced. The rv lead remains in use. No patient complications have been reported as a result of this event.